Event description:
Upon removing device from patient abdomen via laparoscopic trocar the instrument was cleaned, and the blade portion was discovered to be broken. No retained foreign object (rfo). No patient injury.